Manufacturer narrative:
The pt's medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the cause of failure.

Event description:
Implant placed 4/9/1997, site 11. It failed and was removed 9/23/1997. One person affected.